Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient¿s pump and catheter were explanted due to an infection. It was noted that the patient did not hear after implant and developed (B)(6) in the pump pocket. Wound dehiscence occurred, and it was decided to remove pump and catheter until infection cleared and re-implant at that time. The pump and catheter were replaced on (B)(6) 2018 as per the manufacturer¿s device registry. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. Diagnostics/troubleshooting performed was also indicated as having been not applicable. The event occurred during normal use. The issue was resolved at the time of the report. The patient was without injury at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The customer was notified that the devices should be returned to the manufacturer; however, it was noted that the explanted devices were discarded by the healthcare provider. The patient¿s weight and medical history were unknown and would not be made available due to legal/confidential reason. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was clarified that the patient did not heal after implant.